Event description:
The customer reported falsely elevated alinity I free t4 results on two patients. Results provided: sid (B)(6) = 24.6 / 11 pmol/l. Sid (B)(6) = 24.6 / 12.8 pmol/l. Reference range: 9-19 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the wash monitor electronics module assembly. There have been no further reports of discrepant results since the part was replaced. A review of the alinity I sn# (B)(6) service history revealed no additional tickets related to discrepant/erratic free t4 results patient results. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Labeling was reviewed and found to adequately address the issue. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6)) analyzer or the related part.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated alinity I free t4 results on two patients. Results provided: sid (B)(6) = 24.6 / 11 pmol/l, sid (B)(6) = 24.6 / 12.8 pmol/l, reference range: 9-19 pmol/l , no impact to patient management was reported.